Manufacturer narrative:
(B)(4). Other concomitant devices used: catalog #721028004, zimmer femoral total head, lot #1468017; unknown zimmer cancellous screws, quantity 2; catalog #437628053, durasul standard insert, lot #1422477; catalog #735502202, porous hip short neck collared stem, lot #1416865. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to subluxation caused by an abductor tear.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. The reported devices were used for treatment. The devices were used in an approved and compatible combination. Review of complaint history identified no previous complaints for the part-lot combination of the reported devices. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause cannot be determined with the information provided.